Event description:
The customer reported that intermittent communication errors when trying to save images. No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate problem. He replaced the hard drive using proper esd procedures and loaded software from customer floppies (rel 29) and tested. System performs as intended.